Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 37 mg/dl. The customer stated that paramedics treated him with a glucagon shot and he was not taken to the hospital. Customer was wearing the pump at time of the event. Customer declined to troubleshoot for low blood gljucose.